Event description:
Removal of dental implant. The clinician reported the cover screw was broken inside of the implant, resulting in inability to remove cover screw. The clinician had to remove the implant.

Manufacturer narrative:
No visible fractures or failures (besides cover screw) at 10x magnification. Cover screw failed due to excessive torsional load. The breakaway torque for the cover screw from the implant was measured over the limit which manufacturer recommended. The device history record was reviewed and verified that the implant met specification.